Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00083. The patient has two ipg's; a pns and scs and the manufacturer is unable to determine which ipg was replaced hence both ipg's will be reported. It was reported the patient is experiencing discomfort at the ipg site after losing weight. The patient underwent surgical intervention on (B)(6) 2017 where the scs ipg pocket was buried deeper and the ipg was removed and replaced to take advantage of new technology. The issue has been resolved.